Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was alleged that the life2000 device raised the patient¿s co2 level instead of lowering it and the patient required hospitalization. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The life2000 ventilator and compressor were returned and set up in an extended range configuration using a known good combo hose and patient circuit. Therapies were run at low, medium, and high activity levels and no error message or alarms were observed. Both devices passed an end of line test, and no malfunction was found. The life2000 ventilator and compressor performed as intended. It is unlikely that the life2000 cause or contributed to the reported event. Based on this information, no further action is required.

Event description:
It was alleged that the life2000 device raised the patient¿s co2 level instead of lowering it and the patient required hospitalization. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was alleged that the life2000 device raised the patient¿s co2 level instead of lowering it and the patient required hospitalization. The patient is a 60-year-old female with a medical history of acute and chronic respiratory failure with hypoxia, copd, and coronary artery disease. On (B)(6) 2023, the patient was trained on use of the life2000 device. Follow up by the respiratory trainer on (B)(6) 2023 found the patient had not worn the life2000 because she had been in the hospital for an unreported reason. The patient was reeducated on the life2000 equipment that same day. On 28jul2023, the baxter respiratory clinician spoke with the patient during a routine follow up call and the patient stated she had been hospitalized on an unreported date for high co2 level (90) and required CPR. The patient stated she was not wearing the life2000 at the time and was only using the device a couple of hours a day. The baxter respiratory clinician advised if her co2 levels were increasing, she may need to consult her doctor, increase her therapy time on the life2000, and the device settings may need to be adjusted. The patient stated she was going into rehab after her hospital stay and would discuss with her doctor whether she should continue use of the life2000. At the time of this call, the patient did not allege the life2000 was the cause of her hospital stay or high co2. On 11aug2023, the patient contacted baxter stating she had decided to return the life2000 device. Arrangements were made with the respiratory trainer to pick-up the equipment. On 11sep2023, the patient contacted baxter because the trainer never picked up the life2000 equipment. During this call, the patient alleged the life20000 was the cause of her increased co2 level and that she never had issues with her co2 until she started using the life2000. No specific device malfunction was reported. The patient provided hospital discharge dates of (B)(6) 2023. The patient stated she sustained broken ribs from CPR and has ptsd and requested the device be removed from her home. Arrangements were made with the respiratory trainer to pick up the life2000 device that same day. The baxter respiratory clinician obtained the following information from the prescribing provider¿s office on 03oct2023. The patient has been having several issues with her breathing and spent a lot of time in the hospital during the months of july and august. The provider¿s office confirmed the patient had elevated co2 level and CPR was performed during a hospitalization. Point of care arterial blood gas (abg) results performed on (B)(6) 2023 showed a pco2 of 63.1 (reference range 35-48 mm hg). Clinical diagnoses provided were copd, acute and chronic respiratory failure hypercapnia with anxiety. The patient was seen by her provider on (B)(6) 2023, and it was noted she wore the life2000 for 5 hours and didn¿t feel it benefited her and wanted to return the device. The patient was seen in the office on (B)(6) 2023 and was doing well on regular oxygen. There was nothing noted regarding the life2000, or co2 level. No additional information was provided. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instruction for use state always have an alternate means of ventilation or oxygen therapy available. In this event, although there was no specific allegation of a device malfunction, the patient alleged the life2000 caused the development of high co2 that required medical intervention (hospitalization, CPR) to preclude permanent impairment of body function or permanent damage to body structure, which concludes a serious injury occurred. The ultimate cause of the event is undetermined but possibly related to the patient¿s underlying respiratory disease and limited therapy hours on the life2000 device. An inspection of the device is pending. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was alleged that the life2000 device raised the patient¿s co2 level instead of lowering it and the patient required hospitalization. This report was filed in our complaint handling system as complaint #(B)(4).